Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had audio anomaly. The blood glucose was 164 mg/dl. The customer advised to adjust the audio volume to 1, press save, and listen for the beep when audio setting were saved. Customer reports they did not hear the differences between the two audio beep volumes (1 & 5). The customer advised that the pump will need to be replaced. The customer advised to revert to backup plan per health care professional instruction. The customer advised to place the pump in storage mode, remove battery, press and hold the back button until the screen turns off. The device will be returned for the analysis.

Manufacturer narrative:
Device passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. No pump error 63 noted during self test or in insulin pump history files. (B)(4).